Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged a 2mm inaccuracy. The system showed the crosshairs approximately 2mm inferior to the expected position. Accuracy checks were performed on the turbinates, as well as the bone on the sinus floor. It was noted that the surgeon did not use the head frame or head strap, but placed the patient tracker on the adhesive pad on the forehead and placed a tegaderm over it. The initial accuracy checks post-registration were only performed exterior, and the internal accuracy checks were performed after the surgeon had begun working in the sinuses. The surgeon proceeded with the surgery, understanding the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. Software investigation completed. As reported, surgeon did not use the head frame or head strap, but placed the patient tracker on the adhesive pad on the forehead and placed a tegaderm over it. No issues found. Software functioned as designed.